Event description:
It was reported that the cord was sterilized after each procedure in which it was used, and after the last sterilization, it seemed like it was starting to disintegrate. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event, however it was noted that there was leftover adhesive on the cable from adhering the cable down to something, this could be related to the initial report. Continuity testing passed. No intermittent connections were found when cable was bent or manipulated. Without a lot number or device serial number, the manufacturing date cannot be determined.